Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of issues with customer's low blood glucose levels. The father states the customer's levels have been low and they have been treating with candy as needed. The customer's last blood glucose reading was 130mg/dl. The customer states the customer's blood glucose level at the time of incident was unknown due to meter only reading below 40mg/dl. Troubleshoot was conducted. The customer was advised to monitor the device, blood glucose levels and call back if issues persist. The customer was also advised to contact their healthcare provider regarding unexplained low blood glucose level.